Event description:
The customer reported to baxter a clearlink continu-flo solution set with control-a-flow that was involved in a no flow issue. According to the report, the no flow occurred on a home infusion patient that was set to receive ceftriaxone. The patient's treatment was delayed for an unknown period of time. This infusion was being done via gravity and the patient has been trained on how to prime the tubing. No pump was involved. The source of the no flow could not be determined. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available at this time.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted for a functional test, clear passage test, pressure test, and a flow rate test and all results were satisfactory. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the results of all the tests, it was found that the set worked according to the procedure and the condition of no flow / restricted flow was not detected in the sample. Since the condition could not be confirmed, the root cause of this condition could not be identified.